Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tightness. The cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device will be explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.